Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided; however, a lot history record review was performed on lots shipped in the past three months to the customer and revealed no lot impacting non-conformances were found. It was reported that the device was used to close a vessel that had been upsized to an 8f sheath. The instructions for use states: the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis and ambulation, in patients who have undergone diagnostic or interventional endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. A follow up report will be submitted with all additional relevant information. Device used with an 8f sheath. Per the instructions for use - the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic endovascular catheterization procedures utilizing a 5f or 6f procedural sheath.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a subarachnoid neural interventional procedure. Reportedly, after the device was deployed hemostasis was achieved, but the patient's hemodynamics were unstable. Manual arterial compression was applied for one hour. Protamine and fluids were administered to the patient. The hemodynamics were still unstable. A surgeon did an urgent cut down and observed a hole in the iliac artery in the pelvic region. The patient had a retroperitoneal hematoma. General anesthesia was used for the surgical procedure. The starclose se clip appeared to be properly deployed. The patient died during the surgical procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.